Manufacturer narrative:
The event device has been returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: bariatric surgery. Event description: I received yesterday the following mail: during an operation on (B)(6) 2018 an obturator fell apart and the silicon inlet fell into the patient. Please inform manufacturer. The product is ready for collection at opz ii. Following to this mail I have been at the hospital today to look at the trocar. It was packed in a plastic bag. The sleeve looked complete but the instrument sealing was fallen out of the obturator. Additional information received from sales representative by email on 11may2018: questions regarding the broken obturator cannot be answered at this time. The nurse who informed us was not present when the incident occured. She told me that the surgeons have to write a report. I have requested to get a copy of this and will inform you as soon as I get it. Additional information received from sales representative by email on 16may2018: I received today the following mail of the surgeon: a circular plastic piece (transparent) of the trocar valve (12mm) is fallen out of the trocar into the situs during instrument change (stapler) in a adipositas surgery. Fortunately it was seen immediately and retrieved in toto. After this the trocar was useless due to the damaged valve. Type of intervention: ni. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
Suspect medical device_device available for evaluation was corrected from "05/23/2018" to "05/22/2018". The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of seal component separation. The shield, a clear plastic internal component of the seal, was dislodged. The septum, a rubber component of the seal, was also damaged. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical's instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as 'j' hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.